Manufacturer narrative:
The device serial or lot number was unknown; therefore, UDI: (B)(4). The device serial or lot number was unknown. Device manufacture date was unknown. Reporter¿s facility name and complete mailing address were not provided as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during set up, it was observed that the motor device handpiece did not work and had an e6 error on the display. This event did not occur during surgery. It was reported that there was no patient involvement. It was reported that there was a thirty minute delay in the surgical procedure, and a spare device was available to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the device serial number, and date of manufacture were documented as unknown in the initial report. The serial number (B)(4) and date of manufacture (february 13, 2015) have been updated accordingly. The UDI has also been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
Additional narrative: correction: please note that the incorrect date of manufacture (dom) (february 13, 2015) was inadvertently entered into the previous medwatch report. Upon further investigation the correct dom (february 12, 2015) has been obtained and entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.